Manufacturer narrative:
No patient involvement was reported. Date of event: date of device damage is not known. Device is an instrument and is not implanted/explanted. (B)(6). DHR review was completed. Part number: 03.010.070, synthes lot number: 5543228, release to warehouse date: 05-jul-2007, manufacturing site: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: damaged: visual (appearance not as expected) visual inspection: the trocar (part 03.010.070, lot 5543228, mfg 05-jul-2007) was received at us cq bent. The bend is in the most distal portion. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection. Dimensional analysis was completed, diameter of the shaft proximal of the bend, measured 4.21 mm. This is within specification of 4.15 to 4.25 mm, based on drawing document/specification review the following drawing(s) was reviewed; 4.2 mm trocar: DHR review showed no ncr¿s were generated during production. Conclusion: the complaint condition is confirmed as the trocar (part 03.010.070, lot 5543228) was received bent. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported than on an unknown date, it was noticed by the sterile processing department (spd) that there were three (3) devices that were damaged: the top of the universal chuck with t-handle was bent, the tip of flexible shaft flared out and was bent, and the tip of the trocar was bent. There is no patient and surgical involvement. This report is for one (1) 4.2mm trocar. This is report 2 of 2 for (B)(4).